Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer changed batteries several times due to low battery alert and was still not able to turn insulin pump back on. Information was not obtained from customer as she hung up call.